Event description:
Reportedly, during an alizea pacemaker (serial number unknown) follow up, dr. (B)(6) was unable to interrogate the device using the smartouch ref. (B)(6), equipped with smartview version 3.18. Despite several attempts to restart it, it was not possible to establish communication with the device. The smarttouch in question has been replaced and sent for analysis to identify the cause of this malfunction. Translated with deepl.com (free version).

Event description:
Reportedly, during an alizea pacemaker (serial number unknown)follow up, dr. Mazoyer was unable to interrogate the device using the smartouch ref. (B)(4), equipped with smartview version 3.18. Despite several attempts to restart it, it was not possible to establish communication with the device. The smarttouch in question has been replaced and sent for analysis to identify the cause of this malfunction. Translated with deepl.com (free version).

Manufacturer narrative:
Upon the reception the reported issue was confirmed, it was impossible to interrogate with an alizea. Analysis of the provided expertise files confirmed the reported event: on 03 june 2025, several errors attends while interrogating an alizea pacemaker at 9:17. Then the tablet switched to inductive communication. In addition, we can noticed that it was also impossible to communicate via ble with a printer and smart ECG. A windows error prevented the resetting of the bluetooth adapter. The programmer will follow the normal workflow of repair and will return back to the field. This case is recorded for trending purposes.